Event description:
It was reported that the patient underwent an off-label MRI scan. Post-procedure, the device was found to be in backup mode with backup defibrillation operation deactivated. The device was restored to its original programmed parameters the patient was in stable condition with no adverse events.